Manufacturer narrative:
E1. Initial reporter address line 2: (B)(6). The bwi product analysis lab received the device for evaluation 13-nov-2023. The device evaluation was completed on 23-nov-2023. The device was returned for evaluation. Visual inspection, and screening, tests of the returned device were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed a hole on the pebax with internal parts exposed; however, the hole could be related to the handling but, it cannot be conclusively determined. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The malfunction reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿error 106 -sensor error"and the biosense webster inc. Analysis finding of the ¿an open circuit on the tip area¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of ¿a hole on the pebax with internal parts exposed¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. After connecting the ablation catheter to the system, the carto system showed error 106 "sensor error". The catheter was not visualized in the system. The error did not go away after changing the cable. After changing the catheter, the error was gone. The procedure was completed successfully. There was no impact on the patient as the ablation process only started after changing the catheter. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was a hole on the pebax with internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax with internal parts exposed on (B)(6) 2023 and have assessed this returned condition as reportable.